Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure it was mentioned that no issue was from the superior, left inferior, up to the right superior. However, when attempt was made to bent it from the right inferior, it could not. Additionally, when the catheter was inserted air was noted in the syringe. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was discarded.